Manufacturer narrative:
B5: per updated information the lens was exchanged for a shorter length lens of different power due to excessive vault and refractive surprise on (B)(6) 2023. It was reported that the problem resolved. Cause of event was unknown. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.50/2.5/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6)2023. The surgeon notes a possible lens exchange due to lens rotation. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).